Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a blank flow and console display restart was confirmed through the analysis of a data log file retrieved from the returned centrimag 2nd gen primary console (serial number (B)(6)). The returned console was connected to a test mag monitor and a data log file was retrieved successfully. On (B)(6) 2019, at 12:28pm, an ifd-shutdown (display dark) occurred. Subsequently, voltage errors occurred, and ¿system alert: s3¿ alert was triggered on the console. The speed has dropped from 3800 rpm (with a displayed flow of 3.9 lpm) to 3300 rpm with 0 lpm of flow displayed. (Remark: although, the console displayed 0 lpm, there was still flow available.) The reported event was confirmed. The console was sent to mcs zurich for analysis under RMA 19-042. The returned console operated for three days as intended together with the returned flow probe (serial number (B)(6), evaluated under pi-2019-0057929-03), attached to a test loop, and test motor at the same working point as seen in the log file (3800 rpm with a flow of 3.9 lpm). However, no fault occurred on the system. The returned console with flow probe always operated as intended during the investigation. No fault was found on the returned devices. The devices were then evaluated and tested by the service depot under work order #53677562 and the console passed all testing. The tested unit was returned to the rental pool. Although the root cause of the reported event could not be conclusively determined during the investigation, reports of similar events have been documented and corrective action (CAPA) has been initiated to investigate the issue further. This investigation has determined that the issue is related to the motor used at the event. However, the motor used during this event was not returned for analysis. Multiple attempts to obtain the motor were unsuccessful. Reports of similar events will continue to be tracked and monitored. The centrimag primary console operating manual (doc. #pl-0047 and doc. #pl-0280) states that the recommended practice whenever there is a console or motor malfunction is to replace the cons.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported by the centrimag console which was running a centrimag pump. It was reported that the cmag had high pitch scream overnight then alarmed, motor had a "whirring" sound for approx. 30 seconds prior to alarms, then flow probe "dashed out" but speed remained at 3800 rpm, console then turned off on its own and back on again. The speed was decreased to 2000 rpm, clamped and both console and motor changed were out. The patient had a history of cmag on the right side via rij protek duo, left sided impella. The patient was admitted on (B)(6) 2019 and rvad placed between (B)(6) 2019. The patient is currently on anticoagulation due to retroperitoneal bleed. No additional information provided.